Event description:
A patient underwent breast augmentation in 2008 with mentor memorygel implants. Per the patient's post approval study post operative questionaire, she has been "possibly diagnosed with non-hodgkins lymphoma". The devices remain implanted and no other problems were reported.